Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. B3: event date is the publication date of the article. G2: foreign - event occurred in china. G2: literature - xiao q, cao j, xu b, et al. Reconstruction of paprosky type iii acetabular bone defects in revision hip arthroplasty by using a combination of cage and morselized allografts. Bone jt open. 2025;6(11):1515-1522. Doi: https://doi.org/10.1302/2633-1462.611.bjo-2025-0137.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient experienced a hip dislocation that was managed with plaster immobilization. Management consisted of plaster immobilization for approximately three months. The patient had a stable hip and was followed for approximately 13.3 years within the study. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}: updated: g3; h2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.